Event description:
It was reported that the customer was hospitalized with a blood glucose of 588 mg/dl. The caller stated that the customer has been having severe high blood glucose levels during the night for the past few nights. The caller also stated that the time on the insulin pump was changed from am to pm, and the customer was unable to change it. The current time was correct. The caller declined to provide further information, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.